Manufacturer narrative:
(B) (4).

Event description:
The stimulation was turning off. There was no known related accident or incident. The programmer confirmed that the stimulation was turned off though at one point, the programmer diary showed a three day stretch of the stimulator being off and the patient would not have been able to tolerate the stimulation off for that long due to an immediate return of pain symptoms. The paresthesia areas were foot and leg. There were some known open circuits that weren't programmed. There was no resolution at the time of this report.